Event description:
Reporter noted posterior capsule tear at beginning of I/a. Vitreous came forward into anterior chamber and to wound. No further I/a performed. Vitreous was contained, wound widened, and ac iol implanted. Air bubble used to tamponade vitreous. Sutured wound to close. Pt reported as doing fine. Doctor believes there is a rough edge in the opening of I/a tip aspiration port.